Event description:
The resident was being transferred from a patient lift to a recliner. The back allegedly broke, causing the consumer to fall out of the back of the chair and hit their head. The resident was taken to the hospital.

Manufacturer narrative:
Manufacturer contacted the facility. The facility stated the user was transferred from a patient lift into the chair successfully. The aid then left the side of the chair and heard a noise. Upon turning around the chair's back allegedly dropped and the user landed on their head. The user was taken to the hospital. Reportedly, the user passed away 32 hrs later. No determination as of cause of death has been received yet. Unclear if chair was properly locked by attendant. No history to suggest a product problem. MDR filed based on initial injury claim.